Event description:
It was reported that pump experienced malfunction after caller previously spilled skin adhesive on pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections,and did not require assistance from a third-party. Customer received guidance from technical support to reset pump, confirmed malfunction code did not recur after reset, and was advised to continue using pump and to call back if problem returned.